Event description:
It was reported that since the implant of this inflatable penile prosthesis (ipp) the patient has struggled to manipulate the pump. After a hematoma was drained, the patient was no longer able to inflate the device which caused him discomfort and depression. A revision surgery was performed and, upon examination, it was found that the pump stays dimpled due to fluid leakage at an unknown location. The device was explanted; nothing was implanted. No additional patient complications were reported.